Event description:
It was reported that the endoplege catheter deflated when it was filled during prep. There was a small pin hole in the balloon. Device was never used in the patient. Customer opened a new ep and it worked fine.

Manufacturer narrative:
Expiration date: 06/19/2011. Date of manufacture:10/19/2010. Evaluation results: a device history record review was performed for endoplege lot 774333 and this device passed all inspections with no nonconformances. On (B)(4) 2010 - accellent evaluation - colored water was introduced into the device balloon and there is delamination of the distal balloon bond. Water was introduced through the pressure and infusion lumens and the water flows from where it should, however, the infusion lumen requires more force than usual to introduce water. Visually, there is a very sharp kink at the 4 cm marker and this kink does affect the way the water flows through the infusion lumen. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A review of post-sterile test data demonstrates that it requires an inflation volume of 8 ml minimum to cause balloon joint to delaminate. Current investigation does not indicate a manufacturing defect or a trend; therefore, no CAPA will be initiated at this time. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional information: a corrective action was opened on (B)(4) 2011 to address a negative trend of delamination of distal balloon bond on the endoplege device. This issue will now be tracked through the supplier corrective action system.